Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred after the load process was completed. Customer's blood glucose was 210 mg/dl. Reportedly, the customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.